Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports a left side "breast complaint" later confirming a rupture diagnosed by MRI and ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: red particles in the surface of the shell.

Event description:
Healthcare professional reports, a left side "breast complaint". Later confirming, a rupture. Diagnosed by MRI and ultrasound. Device has been explanted.